Event description:
Pump reported a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove the cartridge, inspect and clean specific areas, and reattach the cartridge, successfully completing the load process and resuming insulin delivery.